Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 days after right inguinal hernia filled with sacral hemorrhoids and required surgery, the patient's temperature became 39.1 degrees. Antipyretic supplement fluid therapy was given.